Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, actual product testing could not be performed. Photographs provided by the customer were evaluated. Displayed was an eye being implanted with a lens. A crack like mark on the base of the lens haptic could be observed. Due to the crack like mark location there is a low probability for the issue to contribute to visual issues; however, a definitive clinical impact cannot be determined from a picture assessment. The root cause of the reported event cannot be determined from a picture assessment. The complaint issue of dc-lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had to be removed from the patient's operative eye due to a crack in the haptics. Subsequent follow-up revealed that the removal and replacement of the lens was on the same day. The back up iol was implanted and showed that the lens was damaged. The iol remains implanted as the patient did not notice the damage and has no other impairment. No further information was provided. This report captures the damaged backup iol which remains implanted in the same patient. A separate report will be submitted for the first iol mentioned in this case.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.